Event description:
A peritoneal dialysis (pd) patient's caregiver reported a blank screen on the cycler. The screen was blank during treatment complete. The caregiver pressed ok, stop, and touched the screen but screen remained blank. The caregiver rebooted the cycler and the ok and stop keys lit up, but the screen remained blank. The fresenius technical support representative issued a cycler replacement. The caregiver advised to discontinue use of this cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was unable to complete treatment on the reported day. However, patient did complete treatment next day on the new cycler he received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2024 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were no other discrepancies. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.